Event description:
Event [preferred term] (related symptoms if any separated by commas) blood glucose hi (higher than 500mg/dl) [blood glucose increased] space between the rubber plug and the piston rod [device issue] inappropriate drug titration [drug titration error] case description: this serious spontaneous case from japan was reported by a pharmacist as "blood glucose hi (higher than 500mg/dl)(blood glucose increased)" with an unspecified onset date, "space between the rubber plug and the piston rod(device component issue)" with an unspecified onset date, "inappropriate drug titration(inappropriate drug titration)" with an unspecified onset date, and concerned a 59 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes mellitus", , novorapid chu penfill (insulin aspart) (6 units in the morning and 6 units in the noon) from unknown start date for "diabetes mellitus", the patient's height, weight and body mass index was not reported. Dosage regimens: novopen 6: novorapid chu penfill: current condition: diabetes mellitus(type and duration not reported). Concomitant products included - tresiba chu penfill(insulin degludec) on an unknown date, the patient experienced increased blood glucose and the measured level was higher than 500mg/dl so the blood sample was collected at the pharmacy, but it was also displayed "hi". The patient removed the needle after the injection before breakfast, the black area (insulin holder) was removed at the same time. The insulin holder was re-attached, but no matter how many times he measured his blood sugar level, the libre's blood sugar level displayed ``hi'', so the patient decided to raise the dose several times on her own before returning to the pharmacy. When the syringe was shown to the pharmacist, they noticed that there was a space between the rubber plug and the piston rod. Batch numbers of novopen 6 was requested. Novorapid chu penfill was requested action taken to novopen 6 was not reported. Action taken to novorapid chu penfill was not reported. The outcome for the event "blood glucose hi (higher than 500mg/dl)(blood glucose increased)" was unknown. The outcome for the event "space between the rubber plug and the piston rod(device component issue)" was not reported. The outcome for the event "inappropriate drug titration(inappropriate drug titration)" was unknown. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational results: novopen 6: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Novorapid chu penfill: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Tresiba chu penfill (u100), batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: expected date of follow up report removed in EU/ca tab, b, c, d, g codes were updated in device addendum tab, investigational results updated, narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 19-jul-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. However, it was reported that pharmacist noticed air gap between rubber plunger and the piston rod. This was due to incorrect equalization of an air gap. The observed problem was due to incorrect handling of the pen. The fault may not be obvious to the user. Dose accuracy may be affected if the user uses the pen despite the fault. If the air gap is correctly equalized, dose accuracy is not affected. Failure to equalize a large air gap before dosing may cause several instances of no dose of drug, which may result in hyperglycaemia. H3 continued: evaluation summary: novopen 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.